Event description:
The doctor was confused by the clear-colored hemostasis valve. The hemostasis valve was not returned to datascope for evaluation. The hemostasis valve was discarded by the facility. (Event complications: none from the event - reported 11/5/97.) (Pt's current status: unk - rpt'd 11/5/97.)